Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Technical service contacted the customer to provide feedback on the issue relating to the red blood cells not lysing. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer blood collection tube, the device experienced poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that after they collect and incubate and then centrifuge, all of the rbc¿s have not lysed. Information from wo notes: after they collect and incubate and then centrifuge, all of the rbc¿s have not lysed. He states after centrifugation that at the bottom of the tube there is a white pellet and then rbs¿s above that. He wants to know if he can add more paxgene lysing solution to cells to lyse them and continue processing . Emailed jared townsend for assistance. Customer wants to know about lyse red blood cells. He is using the paxgene.